Event description:
I had mcghan gel 250cc breast implants put in after my saline implants leaked twice. I am now so sick with rashes, headaches, joint pain, firbromyalgia, chronic fatique, dry eyes & mouth, depression, leaking implants, disformed breasts, lumps, and so many other symptoms it would take hours to write. Not only do I feel sick every day of my life, I can no longer work, am a single mom trying to get disability for two years now, and my parents take care of me. I want to know how these things got on the market when no studies were done & how you could possibly even think about giving the ok for even more women to be harmed from the side effects from leaking lethal toxic implants. Not a day goes by that I wish I never got them. I hold the FDA personally responsible for my health. Had I known the truth my decision would have been different. Now I can only pray for disability so I can get them out of my body. The FDA is supposed to protect us from this type of injury and illness associated with defective and poisonous products, what were you all thinking? All I can possibly do now is hope someone at the FDA can stop this from happening to other women. I am not the only woman harmed.